Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's grandfather reported the hospitalization due to high blood glucose. The blood glucose reading is 269 mg/dl. Customer is irritable. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.